Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, the patient developed "serious problems including pain, mental anguish, respiratory problems."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery in which rhbmp2/acs was used. As per op-notes,¿ the scarrings at the l5 and the s1 nerve root were such that surgeon did not feel that it would be safe to perform a diskectomy for the tlif. Surgeon checked both sides at the l5-s1 level and again the scarring was too severe. Surgeon decided that given the difficulty of the surgery up to this point that it would be better to just stay with a posterolateral fusion instead of trying interbody fusion. Therefore, surgeon worked on getting the best posterolateral bone graft surface that could be possible and elected to open up 2 of the large rhbmp2 kit. We opened up 1 graft matrix packet and wrapped the 2 pieces of rhbmp2 each around these graft squares x4.¿ the patient tolerated the procedure well without any intraoperative complications.